Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer has dka possibly caused from eating bad shrimp causing food poisoning. The customer has patterns turned on. They has pattern a turned on which they use at different times of the month. Troubleshooting could not be performed. The customer has been vomiting profusely. The customer would be in observation for two to three days. Two days later, the customer called back to test their pump. Pump delivered successfully a 3.ou. It was confirmed that the pump gave them a no delviery alarm the day before the event. Suggested customer to call back to perform the high-pressure test when clamp arrives.